Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of meter that is not sending the readings to their insulin pump. The customer states they changed out the battery after noticing that the device was not vibrating and altering for low battery alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted, and the meter did not send the reading to the pump. The customer was transferred to bayer to troubleshoot.